Event description:
A customer reported in (B)(6) that their thinprep 5000 processor autoloader etched a wrong ID onto a slide. Hologic field service engineer (fse) worked with customer over the phone to troubleshoot the issue. Fse recommended to customer to place the barcode label in the clear side of the vial to reduce future misreads. Fse confirmed that no pt was recalled as a result of this incident and no error code was produced. Fse monitored issue for a few weeks and no further issues were reported. This is considered a reportable event since the thinprep 5000 processor did not perform as intended and this could potentially lead to a misdiagnosis or delay in diagnosis.